Manufacturer narrative:
Initially, the batch number was unknown when submitting the initial MDR report. Customer sent in 5 samples with two different batch numbers. As such, a new b. Braun medical internal report was created under number (B)(4). This report is updated to include batch number 23k10ge561. This report number is now changed to event 2.

Event description:
As reported by the user facility: event 3. Brief inquiry description: easypump 4540018-02 infusing too quickly. Detailed inquiry description: 5 pumps filled on monday had been determined to have infused too quickly. One patient was given a pump on tuesday around lunch and the pump had infused by wednesday morning. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2 the received sample was subjected to a flow rate test. The flow rate deviation from nominal flow rate for received sample was 0.83%. The flow rate of the received sample was within the specification of ±15% deviation from nominal flow rate. The flow rate is within specification; the reported defect is not confirmed. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.